Event description:
The facility reported a colleague infusion pump with failure code 810:11. This failure code occurred during patient therapy. There was no patient injury or medical intervention associated with this event. During a follow up call to the facility, it was found that the failure code resulted in interruption of therapy of normal saline. The pump was swapped out and therapy was restored. There was no adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Event description:
It was reported that during an unknown procedure, the device would not staple but cut. The device cut but all of the staples did not hold. There was some hemorrhaging, which was controled with manual suture. The surgeon met some difficulties to complete the case. No blood transfusion was reported. The post-op care was reinforced. The staples were not all correctly formed, closed: the stapling suture was not correct. (B)(6).

Manufacturer narrative:
(B) (4) the user interface module master software (B) (4), categorized as remediated. The pump has been returned and evaluated by baxter. The reported condition was confirmed, but could not be reproduced. The assignable cause is undetermined. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4). The pump is available and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation and fca number associated witht his complaint. The CAPA investigation (B) (4).

Event description:
Customer reported receiving an e-6 (658) message on the display of her precision xtra blood glucose meter. It was then additionally identified by adc customer service that the date and time settings in her meter were not properly set, and they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.